Event description:
The patient's spouse reported the hcp identified a catheter kink during a recent catheter dye study. The patient had been experiencing "poor therapy" since the 2006 refill. The patient's spouse noted during the 2007 refill, the actual reservoir volume was 17 ml (estimated reservoir volume was not provided). The patient's pump has been set at a "low dose". The final patient outcome is unknown. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.